Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that at around 130pm, the patient¿s cgm was reading 93 mg/dl and was trending downward. The patient¿s cgm then went into a brief sensor error state. When the cgm values returned, the patient¿s cgm value was 40 mg/dl. No bg meter comparison value was taken because the patient had no test strips available. The patient was ¿feeling weird¿, had a loss of balance, and a headache. Relying on his cgm value, the patient self-treated with cookies, dates, and (6) glucose tablets. Despite treatment, the patient¿s symptoms persisted, so the patient went to the emergency room (ER) around 530pm. At the ER, the patient¿s bg meter reading was 290 mg/dl while the cgm was reading 40 mg/dl. The patient was treated with IV fluids. The patient was discharged after approximately 6 hours. Once at home, the patient inserted a new sensor which had a reading of 150 mg/dl. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.